Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation since the product location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07864. Concomitant products: unknown hexloc universal shell. Unknown depuy stem. Unknown depuy femoral head. Therapy date: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient is being considered for a total hip revision on an unknown date due to unknown reason. Attempts have been made and additional information on the reported event is unavailable.